Manufacturer narrative:
Product analysis summary: the guidewire did not return for analysis. Deformation was evident to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. The inner lumen patency was verified. No other damage evident to the remainder of the device. Section g: all manufacturers contact updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non tortuous lesion with 90% stenosis in the proximal to mid left anterior descending (lad) artery. There was no damage noted to packaging. There were issues/resistance noted when removing the device from the hoop. It was reported that strong resistance was felt when pulling out the stylet. The protective sheath was removed as per IFU. The device was inspected before use and it was reported to have felt different from usual when it was touched, but it was used after the visual inspection judged that there was no problem in use. Negative prep was performed with no issues noted. The lesion was pre-dilated. Post-dilation was not performed. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was a bifurcation lesion, and a 7f guide catheter was used. It was reported that when a non-medtronic balloon catheter was put in the first diagonal branch, and the resolute onyx stent was brought through the guide catheter into the lad main vessel, strong resistance was felt in the guidewire and it could not proceed. As the delivery was difficult, the use of the stent was discontinued. The device did not enter the patient's vasculature. A small resistance was felt while removing the device. The stent was not re-inserted after removal. The procedure was completed using a non-medtronic stent. The patient is alive with no injury.